Event description:
During a basilar tip aneurysm the physicain intended to place a stent across the aneurysm. The physician was able to sucessfully placed a transend 300 guidewire from the basilar tip aneurysm to the right posterior cerebal artery. Had trouble tracking the stent and microdelivery catheter over the guidewire. Had very little of the stent around the bend. Deployed the stent and it had markers prolapsed into the basilar tip aneurysm. Went on to successfully y-stent and coiled the aneurrsm. The procedure was successfully finished. The physican noticed that two markers of the stent moved up into the aneurysm, so now all 4 markers are in the aneurysm. Post procedure run showed slightly reduction in flow in to the right posterior cerebal artery and the patient experienced strokes from the distal perforators. The patient was reported in stable condition.